Manufacturer narrative:
Programmer model: 8835, serial# (B)(4); catheter model: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: unknown; catheter model: ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: unknown. (B)(4).

Event description:
It was reported that a patient had a catheter repositioned in december. The patient had urinary problem and could not go to the bathroom. The "second" she repositioned the catheter, the patient was "fine". The patient's symptoms returned and the catheter "must have" went to its old place. The pump was infusing bupivacain, fentanyl, and prialt. The patient did not want prialt in the pump because the patient "had a very bad reaction to one of the side effects of prialt".

Event description:
Additional information received reported that the patient was having itching problems due to the migration of the catheter and it had affected his urinary track. The patient had urinary incontinence. He went to three urologists who told him that the device was put in "incorrectly" because it was "numbing his urinary nerve." The patient had a catheter revision done as reported previously.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that for 6 months the catheter was "spraying medicine in the urinary area" and the patient could not go to the bathroom. The patient reported that two healthcare providers told the patient the device needed to be removed with in a year. The patient reported that they found an physician to remove the device; the patient reported they "could have die if the device did not get removed."

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was having severe itching for 2 years and had seen '3-4 dermatologist they did a biopsy.' It was reported that they had stated it was due to one of the medications in the pump and in the area it was pumping, 'was sensitive to a medication.' It was reported that the physician was notified, patient was given 'hydroxyzine and pills to stop the itching and nothing worked.' It was reported that the patient bought creams and sprays but it did not help. It was reported that this was the minor issue, the patient's main concern was urinary retention. The bupivacaine was 'using his urinary area and making it numb and causing him not to go to the bathroom.' The pump system was delivering fentanyl, bupivacaine and morphine.